Manufacturer narrative:
The customer reported issues connecting sensor with app using unknown freestyle librelink application. Attempted to identify the customer's reported configurations; however, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the phone, os and app version, restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed due to the insufficient information provided. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. An error message was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system version. The customer received a "signal loss (streaming only)" sensor error message and was unable to obtain glucose readings. The customer experienced seizure and reported a glucose level of "42." It was indicated that the customer called an ambulance, however, no treatment was reported. There was no report of death or permanent impairment associated with this event.